Manufacturer narrative:
Device evaluation: the complaint issue was described as "the screen is black, side by side view is not available." The karl storz goleta service department evaluated and documented the following issue with tc300us serial number pv714401-p. The customer's complaint was verified. A functional test confirmed the failure: plugging in a h3-z test fixture camera resulted in a camera head detection, but the ccu would only display a black screen. Troubleshooting found the capacitor c61 was shorted on the tc300us motherboard. After removal of c61 the ccu produced an image and the short was no longer detected. Based on the age of the tc300us motherboard, it will be replaced to address the customer's issue. Ultimately, the motherboard is approaching 12 years old, and the root cause has been determined as c61 failed due to normal wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: "when the camera is plugged in the screen goes blank/black". No negative impact in state of health reported.